Event description:
Same case as MDR ID# 2134265-2011-01038. Same case as MDR ID# 2134265-2011-01599. (B)(4). It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% restenosed lesion was located in the calcified second diagonal artery. A 1.5x12 apex balloon catheter was advanced through an implanted stent in the left anterior descending (lad) artery to pre dilate the target lesion. During advancement difficulty crossing the lesion was encountered. The balloon was inflated 3 times to 12 atms, for 30 seconds. During the third inflation a balloon rupture occurred. The balloon catheter was removed intact. A 2.5x15 apex balloon catheter was advanced through the implanted lad stent for pre dilation, and during advancement difficulty crossing the lesion was encountered. The balloon was inflated two times to12 atms, for 40 seconds. During the 2nd inflation a balloon ruptured occurred. The balloon catheter was removed intact and the procedure was completed with a 2.25x15 apex monorail balloon catheter. The balloon catheter was advanced through the implanted lad stent for additional pre dilation. During the first inflation a balloon rupture occurred at 26atms. Residual stenosis was 90%. A shaft break occurred, leaving the distal segment of the device in the coronary artery. Attempts to retrieve the broken shaft were unsuccessful due to a previously implanted stent that obstructed the removal. The detached shaft "came out on its own". The patient experienced chest pain during the procedure, and was referred to surgery for a coronary artery bypass grafting (CABG) for restoration of the (lad). No further patient complications were reported and at the conclusion of the procedure the patient was discharged.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).